Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. One day post-procedure, the patient developed a urinary tract infection, confirmed by a positive urinalysis for leukocyte esterase and a stone culture positive for staphylococcus. The patient was admitted overnight for intravenous antibiotics. Concurrently, the patient experienced an acute kidney injury, managed with foley catheter insertion and intravenous fluids. Per physician's assessment, the event of urinary tract infection was serious, was possibly related to the device, and probably related to the procedure. The event of acute kidney injury was serious, was possibly related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 2, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at 1 day (pod1) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e130501 captures the reportable event of acute kidney injury. Imdrf impact code f23 captures the reportable event of "foley catheter insertion." Imdrf impact code f08 captures the reportable event of "the patient was admitted overnight." Imdrf impact code f2303 captures the reportable event of "the patient was treated with augmentin" and "intravenous antibiotics."